Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you please clarify what is meant by the "8cm dixon was changed to 5cm"? As could not fire, need to cut the tissue, and the surgery became difficult. Was the procedure changed due to the device issue? No. Was there a patient consequence as a result of the change in the procedure? If yes, please provide further details of the consequence. No, but the surgery delayed about one hour. You have stated that the patient is still in the hospital. Now the patient left from the hospital. Was the hospital stay associated with the procedure extended due to the change in procedure? No. The patient was older than 70 years.

Event description:
It was reported that during the resection of low rectal cancer, could not squeeze down the firing trigger, 8cm dixon was changed to 5cm, suture was used to complete the surgery, the surgery delayed about 1 hour. The patient is stable and in hospital now.

Manufacturer narrative:
(B)(4). Batch # p57c0n. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.